Event description:
The reported event happened in france. According to the information received, the uromat e.a.s.I (up410) made abnormal noises during startup. Therefore, it was rebooted before the start of surgery. During the procedure with a setting of 50 ml/min, it went "out of control" and caused a tear in the bladder of the patient.

Manufacturer narrative:
Manufacturer incident report #(B)(4) received from the factory in (B)(4). The affected device has been requested for investigation by the manufacturer. The problem is described with a probability of less than 1 in 100,000 uses. There are 2 complaints with this problem in 532000 accumulated uses of (B)(4) sold units in the last 4 years. Therefore the risk assessment is still adequate. Not required- as already included in the IFU, the device has to be tested prior to each surgical procedure and not to use the device if any damage is evident. The defective pressure sensor diaphragm should have been detected during device test prior to surgery.